Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received a shock for external oversensing noise while swimming. The device was reprogrammed and the lead remains in use. The patient is enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.